Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported for just about the past 5 days they have not been feeling their stimulation. Patient described sometimes when they cough or something like that it will do a little jolt but it is not doing anything right now. Patient added that they have not charged the implant for 5 days, but the implant battery level has remained at 100%. Agent had patient connect through the mystimrc app; patient reported therapy was on and in group a with intensity at 5.8. Agent had patient check battery levels and patient reported both communicator and neurostimulator showed 100%. Agent had patient turn therapy off and back on; patient reported they still did not feel stimulation. Patient described seeing the word off near the bottom of their screen but was unable to clarify these details. Patient stated they don't know how to work this thing, they just know it's not working. Agent attempted to have patient change groups; however, patient just reported seeing option to go back; agent questions if only group a was programmed in. Patient stated they do have the contact phone number for their local manufacturer representative (rep). Agent redirected to rep and healthcare provider (hcp) to further address the issue.